Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device with no delay before returning to olympus. The air/water nozzle was flushed with air/water and soaked and flushed with detergent, wiped/brushed with clean cloths according to procedure with no abnormalities detected. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the foreign object reported in b5, the evaluation also found the following: the connecting tube had a dent, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and the bending section cover rubber had a scratch, the light guide bundle was slipping down, the adhesive around objective lens was peeled, the adhesive around the light guide lens was peeled, the paint on the suction cylinder was peeled, the light guide lens had a crack, the scope connector was dirty due to water leakage and had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob had a scratch, the up/down and right/left knobs had a scratch, the universal cord had a scratch, the protector of universal cord on scope connector side and the control section side had a scratch, the connecting tube had a scratch, the switch box had a scratch, switch 1 had a scratch, the control unit had a scratch, the grip had a scratch, and the suction cover had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope insertion tube had collapsed around 35cm. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found that the nozzle had foreign objects in it. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.